Manufacturer narrative:
Health hazard eval (hhe) was completed.

Event description:
Connectors of the tigerpaw system ii device were not engaged after "the patient was taken off cardiopulmonary bypass." The sutures were used to complete procedure. No known blood lost referred to this event.